Event description:
It was noted that during the implant procedure, that noise was experienced from the rv, the lead was inserted lead in header several times, but noise could not be eliminated. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found, however visual inspection revealed grommet damage.